Event description:
From the call center: the battery in my gastric stimulator is dead. I need a replacement. United healthcare has it. They need an urgent request from you immediately, so that I can get it in 48 hours. I'm very nauseous. Please call me today. Case number # (B)(4).

Manufacturer narrative:
Battery replaced 11/20 with no issues. Awaiting return of explanted device for analysis.